Event description:
It was reported that approximately two months post-operatively, an everest set screw at right l5 was 'displaced'. The patient did not achieve fusion. Revision surgery was performed where the screw was explanted and then discarded.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Potential trend evaluation: a review of complaint history associated with the subject catalog number was performed, and no adverse trends were observed. Since the device was not returned, an exact cause of the reported event could not be determined. Potential causes include: under torqued set screws or rod not fully reduced during the initial surgery. Post-operative patient activity may have also introduced unanticipated loading within the construct, causing the set screw to back out.

Manufacturer narrative:
Device was disposed of by hospital.

Event description:
It was reported that approximately two months post-operatively, an everest set screw at right l5 was 'displaced'. The patient did not achieve fusion. Revision surgery was performed where the screw was explanted and then discarded.